Manufacturer narrative:
The siemens cse (customer service engineer) pulled a muscle in the neck/trap area while replacing the ted (thermal electric device) assembly on the atellica im 1300 analyzer. The event occurred when the cse overextended its reach and strained the neck muscle, which then turned into a pinched nerve due to the challenging location of the ted. The cse noted it has triggered a pinched nerve that has progressed into acute pain over time. The cse went to the doctor and received x-rays, CT (computed tomography) scans, and an MRI (magnetic resonance imaging), which diagnosed the issue. The cse has been given an injection, received multiple sessions of physical therapy, has taken prescribed anti-inflammatory pain medication and muscle relaxers, and received an epidural.

Event description:
The siemens cse (customer service engineer) pulled a muscle in the neck/trap area while replacing the ted (thermal electric device) assembly on the atellica im 1300 analyzer. The event occurred when the cse overextended its reach and strained the neck muscle, which then turned into a pinched nerve due to the challenging location of the ted. The cse noted it has triggered a pinched nerve that has progressed into acute pain over time. There are no known reports of patient intervention or adverse health consequences due to the event.